Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, a customer reported about error 32056 on arm 1. There was no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that there were no ports placed in the patient when the issue occurred. The procedure was completed using 3 arms. The broken arm was disabled. There was no patient harm.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.